Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v499733, implanted: (B)(6) 2010, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was unable to adjust stimulation. He had noticed it for a couple of weeks prior to report and they couldn¿t get any light besides the 9-volt light to turn on and that it did nothing. They tried the therapy status button and the implantable neurostimulator (ins) battery status button and would still only get the 9-volt light. Even when they tried the ¿stim on¿ button they would only get the 9-volt light. Troubleshooting occurred and when the battery based self-test was performed all of the lights did turn on but even with additional troubleshooting steps no other lights would turn on besides the 9v. The programmer had not been dropped or gotten wet. The patient had a shocking or jolting sensation. About 2-3 days prior to report when they tried to use the programmer the pressed the stimulator on button and the patient received a shock all the way down to their toes which was much stronger than what they typically would experience when the stimulator was turned on. That was the one time that the stimulator on light turned on. Over the past year the patient¿s parkinson¿s disease symptoms had progressed, especially the last 9 months. The patient would fall a lot about 8-10 times a day. The patient had increased falls and dyskinesia within the past several weeks. They had a sciatic problem in their leg and saw their health care professional (hcp) about it last spring and at the same appointment the hcp checked the ins battery and believed they may have a year left. The patient had another appointment scheduled for (B)(6) 2014. Additional information received reported the patient was seen 2 days following report and the battery was interrogated. The system was working and there was one questionable contact based on the fact that 2 impedance numbers for the contact were identical. That contact was not used for programming and all impedances were within normal range. The patient was programmed at 2.5 volts and the same settings since implant in 2010. They noticed double vision during impedance testing two days later at 3 volts. The patient took 14 pills a day for various conditions and had lost 50 pounds within the past 18 months. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.